Manufacturer narrative:
The result of inspection of the subject endoscope, it was found that the angle wire guide inside the bending portion was deformed, and the bending angle had decreased. However, it was still possible to operate the bending portion, and there were no problems with the endoscopic image. The causal relationship between the perforation and the endoscope malfunction is unknown. The facility did not indicate that the malfunction of the endoscope was the cause of the perforation.

Event description:
On june 25th 2025, fujifilm corporation was informed of an event involving ec-760r-v/l via medsun report, (B)(4) from FDA. It was reported that, on (B)(6) 2025, during a colonoscopy screening for colorectal cancer, the physician realized that the big wheel part of the scope had broken midway through the procedure. The physician was still able to visualize and withdrew the scope. The scopewas then used to retroflex in the rectum, and after the rectum was visualized, a perforation was noted. The scope was then changed out to an egd scope. The angulation control knob is broken on the device.